Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc was provided the following information. The user originally planned to replace the subject device (usg-400) with olympus generator (esg-400) in order to compare the output level. The device was not replaced due to the malfunction. Therefore, omsc think this event was not reportable event. We are retracting this MDR based on the additional information.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a therapeutic for uterine fibroid, the subject device was used. Since the subject device was activated lower output, the user could not resect the tissue. The user replaced the subject device with another device. The intended procedure was completed. There was no patient injury reported.